Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain femaale") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1428 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), cystitis ("cystitis"), insomnia ("insomnia"), migraine ("migraines"), dizziness ("dizziness"), memory impairment ("memory disturbances "), fatigue ("chronic fatigue"), back pain ("lumbar pain"), dry skin ("skin dryness"), dry eye ("eye dryness"), arthralgia ("joint pain"), tendon pain ("tendon pain"), groin pain ("groin pain"), sciatica ("cruralgia"), tendonitis ("tendinitis"), dyspareunia ("pain during sexual intercourse") and pruritus ("widespread itching"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (too remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to heavy menstrual bleeding, cystitis, insomnia, migraine, dizziness, memory impairment, fatigue, pelvic pain, back pain, dry skin, dry eye, arthralgia, tendon pain, groin pain, sciatica, tendonitis, dyspareunia or pruritus. The reporter commented: I had no medical diagnosis from 2017 to 2021. Removal of essure device ¿ classification of incompetence by occupational medicine ¿ recognition of disabled worker ¿ improvement of physical health since removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
31the below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. The most recent information was received on 21-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain femaale") in a 47 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 07-mar-2016, the patient had essure inserted. On 03-feb-2020, 1428 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), cystitis ("cystitis"), insomnia ("insomnia"), migraine ("migraines"), dizziness ("dizziness"), memory impairment ("memory disturbances "), fatigue ("chronic fatigue"), back pain ("lumbar pain"), dry skin ("skin dryness"), dry eye ("eye dryness"), arthralgia ("joint pain"), tendon pain ("tendon pain"), groin pain ("groin pain"), sciatica ("cruralgia"), tendonitis ("tendinitis"), dyspareunia ("pain during sexual intercourse") and pruritus ("widespread itching"). Essure was removed on 26-apr-2021. The patient was treated with surgery (too remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to heavy menstrual bleeding, cystitis, insomnia, migraine, dizziness, memory impairment, fatigue, pelvic pain, back pain, dry skin, dry eye, arthralgia, tendon pain, groin pain, sciatica, tendonitis, dyspareunia or pruritus. The reporter commented: I had no medical diagnosis from 2017 to 2021. Removal of essure device ¿ classification of incompetence by occupational medicine ¿ recognition of disabled worker ¿ improvement of physical health since removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 47 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1428 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), cystitis ("cystitis"), insomnia ("insomnia"), migraine ("migraines"), dizziness ("dizziness"), memory impairment ("memory disturbances "), fatigue ("chronic fatigue"), back pain ("lumbar pain"), dry skin ("skin dryness"), dry eye ("eye dryness"), arthralgia ("joint pain"), tendon pain ("tendon pain"), groin pain ("groin pain"), sciatica ("cruralgia"), tendonitis ("tendinitis"), dyspareunia ("pain during sexual intercourse") and pruritus ("widespread itching"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (too remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to heavy menstrual bleeding, cystitis, insomnia, migraine, dizziness, memory impairment, fatigue, pelvic pain, back pain, dry skin, dry eye, arthralgia, tendon pain, groin pain, sciatica, tendonitis, dyspareunia or pruritus. The reporter commented: I had no medical diagnosis from 2017 to 2021. Removal of essure device ¿ classification of incompetence by occupational medicine ¿ recognition of disabled worker ¿ improvement of physical health since removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.